Event description:
No complaint was received with the return of device. Failure event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis.final analysis found an insulation abrasion at 7.1cm to 7.3 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.(B)(4). (B)(6).